Event description:
As voluntarily reported from the patient to the FDA, the patent was diagnosed with a high flow, superficial arteriovenous malformation/fistula on the left side of her forehead. In (B)(6) 2012, it was fully embolized via femoral and percutaneous approach using trufill nbca mixed with ethiodol at a 1:4 ratio. Approximately 12 hours post embolization the patient's blood pressure dropped. It resolved quickly with treatment and was attributed to anesthesia. The patient was discharged later with minimal discomfort which was treated with ibuprofen as needed. When she woke up, the patient's upper face was so swollen that her eyes were swollen shut. She also experienced fatigue, lightheadedness, brain fog, orthostatic hypotension and some scalp soreness/shooting pains in embolized area. Most of the symptoms slowly resolved over the next 7 days. Later on the embolized area began to itch. After that all areas treated with the nbca were swollen again (forehead, left jaw and below right eye). The neuro interventional radiologist was puzzled as to why the reaction was occuring so long after the embolization. The patient then remembered that she had been taking fluticasone but had quit sometime in 2012. The patient was prescribed methylprednisolone dose pack. The swelling resolved in a few days but her body did not react well to the steroid. She completed the dose pack and horrible withdrawal. In 2013, the swelling had returned. This time the swelling returned with hives. The patient put herself back on fluticasone, because it had worked before and she didn't want to take oral steroids anymore. She also took zyrtec for a few days until the fluticasone began to work again. It took the facial swelling down in two days. The patient was told by her doctor to take zantac. The doctor seemed satisfied and said to try to wean from the fluticasone in mid 2013 and we will reassess.

Manufacturer narrative:
At that point, the patient was experiencing varying levels of fatigue, lightheadedness, brain fog, orthostatic hypotension, low blood pressure, palpitations, and some burning, itching, tingling, and shooting pains in eyes, head and neck. Patient continued to take fluticasone and zantac so that the face wouldn¿t swell up again. During that time, patient began to further decline and spend more time on the couch. Patient also began to experience more pain in the head and neck, nausea, stomach aches, and full body neuralgia. At this point, the treated avm seemed to have soften and change shape. It looked more puffy and a new pocket had formed. Patient began to explore surgical options for the removal of the glue and called into neuro ir to tell them that something needed to be done. Patient also saw internist and immune/allergy specialist. Patient identified an avm specialist and scheduled the resection of the avm and glue. In 2013, the internist ran several blood tests that all came back normal except for elevated ige. Patient saw the immune doctor in 2013. Patient wanted to do a skin test with the glue/oil, but the sample was unable to be obtained due to unknown reasons. Physician attributed some of the symptoms to overactive mast cells and prescribed oral cromolyn sodium and allegra. Within few weeks the energy levels were back to normal and the stomach issues resolved, but the other symptoms remained. The immune doctor also ran many blood tests. All came back normal except elevated ige, which doctor said could be due to seasonal allergies. In 2013, a small hole on the forehead opened up and approximately 2 ccs of a grainy, mustard yellow paste and a little liquid ejected from the head. It is unknown where was it coming from or what was it. Later that evening more paste ejected followed by a mustard yellow liquid and then followed by an opaque yellow liquid. At this point, it was obvious that the embolized avm was draining through the previously healed percutaneous injection site. Patient kept tracing all of the veins and pushing the stuff out of my head. In 2013, patient had a surgery. The surgeon worked through 3 separate incisions to access as much glue as possible. There is still glue in my ophthalmic veins and cavernous sinus bilaterally. Less than one week after surgery, it was obvious that he had not been able to remove enough glue to stop my symptoms. I went right back to where I was but with much more fatigue from the stress of the surgery. It is now 2.5 months post surgery (5.5 months post embolization). My immune doctor was continued to run multiple blood tests which have come back normal. I am taking allegra, fluticasone, cromolyn sodium and gabapentin. My energy levels have improved since surgery, but I am not back to my normal. Current symptoms include orthostatic hypotension, dizziness, mild face swelling, some stomach issues, full body neuralgia, burning/blurry eyes, itch/sore scalp, and some headache/shooting pains in embolized area. The investigation is currently underway in order to get additional information surrounding the events reported by the patient thus additional information will be submitted within 30 days of receipt. There is no device code available for product device- nbca liquid embolic kit thus device codes has been populated with "kit".

Manufacturer narrative:
Addendum: as per the physician, the patient had a diagnosis of an (B)(6) malformation on the left side of her forehead which was treated with embolization using nbca glue at another facility near (B)(6). She reported that right after the embolization, she had significant eye and facial swelling as well as multiple other medical problems and especially pain and headache over the embolized area. She has photos to document the facial changes. She saw several specialists there and was diagnosed with a severe allergic reaction requiring significant treatment. In march of this year, the glue started oozing directly out of the skin in several places over the avm area. She contacted the contact physician because he specializes in the treatment of avms. Physician recommended surgery to try to remove as much of the glue and avm as possible to try to improve her allergic symptoms. Based on her history and photos and the time sequences, physician felt that this was definitely a reaction to the nbca glue. On her examination, she had many vessels in her forehead, scalp, over her nose, pre-auricular and post-auricular which were firm and felt full of glue. When physician operated on her, found the vessels filled with the glue, which oozed from the skin and from the vessels everywhere, which included her left forehead, scalp, pre and post- auricular vessels and in the right facial arteries next to the bridge of her nose. The glue was removed that was oozing through the skin. However physician was unable to remove all of the glue because it went everywhere. As per the physician the % of glue removed was about 75% of it. She continues to have problems with the allergic reaction which physician feel is related to residual nbca glue in her body. As voluntarily medwatch report submitted to the FDA by the patient was received. It was reported that post trufill nbca embolization of a high flow, superficial (B)(6) fistula on the left side of her forehead as well as multiple other medical problems including pain and headache over the embolized area. Additional medical and surgical intervention was required with surgical removal of as much glue as possible. With follow-up regarding analysis of the excised tissue/glue a diagnosis of severe allergic reaction was reported. With follow-up it was reported that she is slowly improving, but still with symptoms since it was not possible to remove all of the glue. It was reported by the initial treating physician that there was nothing at all with the procedure that would have led to any expectations of any difficulties; the procedure went as planned. At index procedure it was reported that the (B)(6) was fully embolized via the femoral and percutaneous approach using trufill nbca mixed with ethiodol at a 1:4 ratio. Approximately 12 hours post embolization the patient's blood pressure dropped. It resolved quickly with treatment and was attributed to anesthesia. The patient was discharged later with minimal discomfort which was treated with ibuprofen as needed. She woke up with facial swelling/eyes swelling shut. She also experienced fatigue, lightheadedness, brain fog, orthostatic hypotension and some scalp soreness/shooting pains in embolized area. Most of the symptoms slowly resolved over the next 7 days. Later the embolized area began to itch. After that all areas treated with the nbca were swollen again (forehead, left jaw and below right eye). It was reported that the neuro interventional radiologist was puzzled as to why the reaction was occurring so long after the embolization. The patient then remembered that she had been taking fluticasone but had quit sometime in 2012. The patient was prescribed methylprednisolone dose pack. The swelling resolved in a few days but her body did not react well to the steroid. She completed the dose pack and had horrible withdrawal. In the swelling had returned. This time the swelling returned with hives. The patient put herself back on fluticasone, because it had worked before and she didn't want to take oral steroids anymore. She also took zyrtec for a few days until the fluticasone began to work again. It took the facial swelling down in two days. The patient was told by her doctor to take zantac. The doctor seemed satisfied and said to try to wean from the fluticasone in several months later and then would reassess. Three months post procedure glue started oozing directly out of the skin in several places over the (B)(6) area. After consultation with a physician who specializes in avms surgery was recommended with removal of as much of the glue as possible in order to try and improve her symptoms. All of the glue was not able to be removed since it went everywhere; it was estimated that approximately 75% was removed. The patient continues to have problems with the allergic reaction which the physician attributes to the residual nbca glue left in her body. The lot number of the nbca that was reported is an incomplete number; therefore a device history record review cannot be completed. Trufill nbca is indicated for the embolization of cerebral (B)(6) when pre-surgical devascularization is desired. The instructions for use documents that infection/ inflammation is a known adverse event that has been observed in patients treated with the nbca liquid embolic system. It further outlines that adverse events including allergic reaction, headache, infection/inflammation, may occur at any time during or after the procedure. With review of the information there is no indication of any device performance issues with patient factor of sensitivity/allergic reaction resulting in the events. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Please note that the complaint source of this report is mw5030482 that was received through FDA's voluntary medwatch program. The reference number was not mentioned in previously sent reports# 1058196-2013-00229 by mistake. So please update it accordingly for cross-reference this complaint. There have been no changes made in this report.

Manufacturer narrative:
Additional information received on 5/23/2014: the patient continued to experienced "allergic symptoms" including generalized body burning and itching, irritated eyes, and fatigue. She indicated that her physician wanted to perform allergy testing. No additional information was provided.